Manufacturer narrative:
Device evaluation: visual inspection of the returned magec rod revealed the rod was partially distracted with some wear/score marks on the distraction rod. The wear/score marks observed on the distraction rod would indicate the distraction rod was extended approximately 7.00 mm from its initial position. X-ray images of the internal components showed no damage and revealed the rod was partially distracted. The rod was functionally tested and could be distracted and retracted with the manual distractor as well as an external remote controller (erc). Stroke and distraction force testing was measured and they met the specification. Based on this investigation the rod was fully functional and met acceptance test specifications.

Event description:
No additional information has been provided.

Event description:
Information was received that a revision procedure was performed due to the rod no longer extending. The rod has been explanted and replaced.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.